Manufacturer narrative:
On 10/26/2015, the customer technical specialist (cts) instructed the customer to drain the wbc bath when the customer stated the bath was slowly draining. The customer then readjusted the tubing on lv14 after which the bath drained without any further issues. The instrument was verified by performing startup, running controls and carry over with all parameters recovering within the expected range. No further leaks were observed. (B)(6).

Event description:
The customer reported approximately 3cc's of fluid had overflowed from the wbc bath of the coulter ac t diff analyzer during startup; the leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results or controls.